Event description:
Procedure: laparoscopic total gastrectomy. According to the report: the stapler was used to displace stomach, but the device was locked in an angled shape in the patient's cavity. There was no way to remove the device, so the device was pulled with the trocar from the abdomen wall. The surgeon used another device. There was no bleeding, nothing fell into the patient cavity and no tissue was damaged. The procedure was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4).